Manufacturer narrative:
All of the buttons functioned properly and no damage was noted on the keypad assembly. No button error alarm was noted. No unlocked keypad connector was noted during the visual inspection. However, moisture damage was found on the display board during the visual inspection. The insulin pump had normal operating currents and no unexpected battery out limit alarms were noted. The insulin pump was received with a cracked case at a display window corner, cracked reservoir tube lip, minor scratches on the display window, a cracked belt clip slot and cracked battery tube threads.

Event description:
It was reported that the customer had high blood glucose levels of 190 mg/dl. The customer reported a button error alarm and a battery out limit alarm from the insulin pump. The customer also reported cracks near the battery compartment of the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.